Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective marking was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product.

Event description:
It was reported that a label issue was found before use with a bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter. "Defective marking x143." 143 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a label issue was found before use with a bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, "defective marking x143." 143 occurrences were reported.